Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/67 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: quantification of left atrial fibrosis in patients after pulmonary vein isolation using the second-generation cryoballoon. International heart journal. 2021. (62); 65-71. Doi: 10.1536/ihj.20-301. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding atrial fibrosis in patients after pulmonary vein isolation using cryo balloon ablation. The complications that occurred were stroke, groin complication requiring surgery, and groin hematoma that was managed by conservative treatment. The status/ disposition of the catheters is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.